Event description:
The customer reported via phone call that he experienced high and low blood glucose. Customer stated that he wasted multiple reservoirs and infusion sets. He experienced issues with the adhesive and occlusions. Customer stated he did not receive no deliveries alarms with the occlusions. Blood glucose value at the time 426 mg/dl. Customer stated that he is now doing well after making several adjustments with the doctor and declined troubleshooting. He just requested the infusion sets and reservoirs to be replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 3004209178-2015-57976.